Event description:
It was reported that a "pump randomly powers on/off w/o depressing the keypad (does not seem to be keypad related)." The customer stated that there was no pt injury.

Manufacturer narrative:
(B)(4). Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.